Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿incompatible sensor¿ message in the ilet app when scanning a sensor, and it was determined that the user had obtained abbott freestyle libre 3 sensors instead of the required freestyle libre 3 plus sensors for use with the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.